Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown serial#, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial started (B)(6) 2020. They reported that the patient thinks the lead has moved as they can not really feel anything anymore.